Event description:
Tubing was discovered to be leaking at the connection site between the blood warmer cartridge and the IV extension set. Patient was connected to the machine at the time of discovery - no harm to the patient.